Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-83510) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the avjrt procedure, st elevation was noted during ablation with a therapy catheter. After multiple applications along the slow pathway zone, it was noted that there was st elevation in the inferior leads. Once the ablation was stopped, a coronary angiogram was performed. The angiogram showed a narrowing of the distal right coronary artery roughly adjacent to the site of ablation. A coronary angioplasty was performed which restored flow and resulted in reduction of the st elevation. The procedure was completed and the patient was transferred to the ICU in stable condition. The physician alleged that the st elevation is attributed to the patient anatomy and the proximity to the location of ablation. There is no alleged product failure, and the physician alleges the device was not a cause of the adverse event.